Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 as they lost consciousness and had hyperglycaemia. The patient¿s blood glucose levels rose to 300 mg/dl while wearing the pod for longer than 48 hours. The patient reported that the pod was leaking insulin during wear. Reported symptoms include nausea and a loss of consciousness. The patient was treated with fluids and insulin. The patient was released 3 hours later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.